Manufacturer narrative:
Testing and investigation is complete. The devices were not received. During investigation, no possible causes for the customer reported leaks were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The customer contact could not provide the brand name or list number of the device in use. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of leaks. The unspecified blood tubing set were being used to deliver unspecified volumes of unspecified solutions. Afer unspecified lengths of time, it was reported that unspecified volumes of solution leaked at unspecified location of the blood tubing sets. The blood tubing sets were replaced with the therapies were resumed. No additional details were provided. Ther were no reported adverse pt effects and no reported delay of therapy. No medica interventions were reported. Though requested, no additional info was provided.